Manufacturer narrative:
Because the customer reported her issue through email, customer service requested via an email response that she should call so that her issue could appropriately be addressed, which the customer did not do. In follow up on (B)(6) 2018 by a complaint handler, the customer alleged that she developed mastitis on (B)(6) 2018, for which she was prescribed an antibiotic. She indicated that her mastitis was resolved and confirmed that she had not yet contact customer service to address the alleged product issue. The customer has been referred to medela clinical staff at her request. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged via email to medela llc that her pump in style breast pump was making a noise and she was having trouble emptying her breasts. She also alleged that she was currently dealing with mastitis.

Manufacturer narrative:
Multiple attempts were made by medela clinical staff to contact the customer. The customer responded via email that she switched to a competitor pump and would contact customer service to try to come to resolution regarding her pump in style; however, as of the date of this report, the customer has not done so.